Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not perform adequate hand washing, did not wear a mask, and did not clean the exchange area prior to starting peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event and after one day of hospitalization, the patient was discharged. Five days after discharge, the patient was re-admitted to the hospital for the peritonitis event. Beginning on the day of onset, the patient was treated with an unknown oral antifungal medication three times per day (medication, dosage, and duration not reported) and unspecified intraperitoneal antibiotics daily for six days (medication and dosage not reported) for the peritonitis event. Beginning six days after onset, the patient was treated with an unknown intravenous antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Six or seven days after onset, peritoneal dialysis therapy was stopped. Eight days after onset, the patient¿s peritoneal dialysis catheter was removed and the patient began hemodialysis. Three days after the hospital re-admission began, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.